Event description:
It was reported that during an unspecified treatment procedure, a balloon rupture occurred. A 8.0 x 40, 40cm mustang balloon catheter was inflated and during an unknown inflation at 20 atms, a balloon rupture occurred. The mustang balloon was successfully removed. No patient complications were reported and the patient's status is listed as fine. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).